Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator. Date of MFR: february 2012.

Event description:
It has been reported that the AED did not pass self diagnostic check.